Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. Although no other significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is with a value of -0.0340mm slightly outside tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable, but it could be observed that heavily bloody fluid was leaking from the valve. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result: first, we performed a visual inspection of the progav®. Although except scratches no significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is slightly outside tolerance. Probably caused by exerting too much pressure on the housing. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav syst.ped.w/sa 20 a.prechamber. (#fv441t) was implanted on unknown date. According to the complainant, the valve was believed to be not adjustable. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Height: 90cm.